Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was starting a few weeks ago the pt would have their controller charged to 100% and the ins battery would be recharged to 60%; during the day the pt would feel sore and that the ins was losing charge, when they would look it would show stimulation was off. Stimulation shut off on its own. Pt called their manufacturing representative (rep) but could not reach them. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.